Manufacturer narrative:
Customer's receiver was returned and investigated. The complaint was not confirmed and no observations were noted. Returned meter powered on with right button depression and test strip insertion. This is a final report.

Event description:
1. A customer contacted beckman coulter inc (bci) in regards to erroneous low vancomycin (vanc) result generated by synchron lx20 pro analyzer.2. The sample was rerun and higher result was obtained. The initial and repeat results are provided in section b63. The erroneous result was not reported out of the laboratory.4. Patient treatment was not impacted based on the erroneous results.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a blank screen from his freestyle navigator receiver despite of new battery replacement. Customer reported experiencing symptoms of hypoglycemia, lightheadedness, confusion and seizure. No self treatment or third party medication intervention was report. There was no report of death or permanent impairment associated with this case.